Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the erbe generator due to m 32 error. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe generator was analyzed and found issue was not confirmed in system logs, though error m 32 was logged. Functional testing showed the unit powered on and cauterized normally across all ports. Erbe logs showed a c 00 error. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause of error m 32 issue is attributed to a faulty electrical component inside the erbe generator.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure and prior to ports placement, a customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that a failed to initialize message appeared when erbe, integrated electrosurgical unit (iesu) was powered on. The procedure was continued as planned with no reported injury.